Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was alarming with no message displayed approximately five to six hours after the start of infusion. It was reported that subsequently the patient switched to a backup pump and that the pump with reported issue was to be exchanged. No adverse patient effects were reported.